Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the liberty cycler cassette and the event of peritonitis. Medical records did not contain dialysis treatment records, physician orders, or additional medication records for review.

Event description:
Medical records were provided by the patient's treatment facility. On (B)(6) 2014, the patient present to an emergency department and laboratory data showed hemoglobin less than 8. The patient was not admitted and discharged home. On (B)(6) 2014, the patient presented to her pd clinic with cloudy effluent, abdominal pain and vaginal bleeding that had been ongoing for approximately for one month. During the clinic visit, pd fluid was collected showed cloudy appearance, white blood cells 2,461mm3. The patient was diagnosed with peritonitis and was administered vancomycin 2gm and fortaz (ceftazidime) 1gm via ip route for 6 hour dwell. Review of medical records revealed the patient was scheduled for a transfusion of 2 units of packed red blood cells on (B)(6) 2014. She had an appointment with her gynecologist for an ablation scheduled for (B)(6) 2014, in order to address the event of vaginal hemorrhage. It is unknown if the events of peritonitis, abdominal pain, and vaginal hemorrhaging has resolved, and it is unknown if the patient continues ccpd therapy without any further issues.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 6 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
Upon review of the patient's medical records, it was discovered that the patient developed cloudy effluent. Upon follow up with the pdrn, the patient was diagnosed with no growth peritonitis.